Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave an out of range signal for an hour. Afterwards the transmitter gave out of range signals intermittently.the out of range signal disappeared while patient was in contact with dexcom technical support.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.